Event description:
The nurse pulled the syringe from the supply storage area for use. She immediately noticed there was a screw sealed inside the packaging with the syringe. The device was retained and never came into contact with a patient.